Manufacturer narrative:
The heartmate 3 lvas was implanted during momentum 3 clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 month. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during hospitalization for orthostatis and acute kidney injury, the patient developed unexplained fevers. Leukocytosis and chest x rays were normal, and results from blood cultures and flu swab were negative. The patient reported scant yellow drainage from driveline exit site, but there was not enough drainage to collect for cultures. The patient was treated with cefepime and vancomycin through (B)(6) 2018, and switched for doxycycline and cefpodoxime on (B)(6) 2018 for 14 days for a presumed driveline infection. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported driveline infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.